Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the sterile sleeve became disconnected. The distal tuohy on the sterile sleeve became disconnected and then reattached.

Manufacturer narrative:
The investigation for the product damage has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues product damage could not be determined.